Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/12/2017 with the following findings: during investigation, the pump was powered on and the display screen was fully functional, clear and legible; the display was not blank. The complaint of a blank display was not duplicated during investigation. The pump was opened and there was moisture corrosion found on the inside of the pump. Unrelated to the original complaint, a crack was observed in the battery compartment.